Event description:
The customer reported that the device failed the operational check for the therapy cable. The status shows "therapy pca (opcheck) and check therapy cable." There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.